Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis. The nurse was not sure why patient had peritonitis and stated that the patient's catheter had to be repositioned. On (B)(6) 2010, the patient was hospitalized due to the peritonitis. On an unreported date in (B)(6) 2010, a peritoneal effluent culture was performed. The result of the culture was unknown. The nurse did not provide information regarding treatment for the event. Pd therapy was ongoing at the time of the event. The patient was recovering from the event. Per the nurse, the peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
During plif surgery for spondylolisthesis at l5/s, when final torquing using torque wrench and anti-torque key, the surgeon felt different from usual in the amount of torque giving although tightening till the two arrows matched. The surgeon addressed that much more force required to reach the point of two arrows matches; however, not much force needed this time to reach the point of the arrow matches. He concerns whether appropriate amount of torque was given. Next day, the sales rep checked the torque wrench and found that the torque wrench had a problem that the two arrows matches with only little force of tightening.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the cassettes (h10f14014, h10e06087) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.